Manufacturer narrative:
(B) (4).

Event description:
Procedure type: unknown. According to the reporter: both devices broke when inflated. No pieces fell into the cavity. Lifted and dissected manually. There was no report of unanticipated blood/tissue loss, or extended or time. No patient injury was reported.